Manufacturer narrative:
(B)(4). The issue was discovered during internal testing. Initial investigation of the issue determined a software anomaly as the cause of the error. There has been no reported injury or misdiagnosis. A health hazard evaluation was conducted (B)(4) 2013, and upon further investigation this issue could potentially lead to a clinician prescribing an unnecessary invasive exam.

Event description:
Changing the system date format in system settings does not persist to the patient data entry (pde) screen. Under system settings, when changing the system date format from mm/dd/yyyy to dd/mm/yyyy, the system continues to interpret the date as mm/dd/yyyy on the pde screen. A system misinterpretation of the date in the (last menstrual period) lmp field can cause calculation errors in gestational age (ga) and established due date (edd).